Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the remote monitoring system will not alarm for leads off or low battery, and it does not record these as events in the history. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Additional information received confirmed that there was no product malfunction. The description entered for the case was entered incorrectly, as the customer was asking how to adjust the priority of low battery and raise it to yellow or red if desired. The device was confirmed to be operating per specifications and no failure was identified. Multiple attempts were made to contact the customer to verify if any further assistance was needed, but no response from customer. The investigation concludes that no further action is required at this time. This event is no longer considered reportable. H3 other text : confirmed no alleged malfunction.